Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The dfu state; when treating lesions at a bifurcation, the cutting balloon device can be used prior to placing a stent, but should not be taken through the side cell of a stent to treat the side branch of a lesion at a bifurcation. The most probable root cause was use error. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, there was difficulty removing the balloon. The vascular access site was through the left groin. The 90% stenosed side branch ostial lesion was located in the left anterior descending (lad) artery to the diagonal artery. The physician advanced the 3.0mm x 10mm flextome cutting balloon to the lesion through the cell on an unknown previously placed stent and performed inflation. After inflation, the balloon was fully deflated and an attempt to remove the device was performed, however, resistance was encountered and the blade of the balloon caught on the stent strut, preventing removal. The physician did a slow inflation to nominal and fully deflated the balloon. The device was eventually removed from the patient intact and the stent remained implanted. The procedure was successfully completed with a different device. There were no patient complications and the patient's current status is reported as ok.